Manufacturer narrative:
This report is being submitted to provide additional information. Updated: a3, b4, b5, b7, d2b, g1, g3, g6, h1, h2, h10, and h11.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: australia d10- medical product. Psn tib np stm 5 deg sz d l. Item# 42532006701. Lot# 64979388. Psn tpr st 14 x +30 mm. Item# 42557000114. Lot# 65012552. Persona mc poly 10mm size c-d, femur 8-9 left. Item# 42512100510. Lot# 64930892. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Proposed annex g code: mechanical (g04) - femur.

Event description:
It was reported that a patient was revised approximately four years and one month post implantation due to loosening. There is no additional information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1, b4, g3, g6, h2, h3, h6, h10, h11. The product was evaluated through manufacturing review and medical records confirmed the reported event. Radiographic evaluation identified loosening of the tibial and femoral components. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.